Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe nrfit¿ lok had mixed product / lots. The following information was provided by the initial reporter translated from spanish to english: 10 ml medication loading syringe of the company bd, labeled as nrfit lok connection and yellow color identifying the material for the administration of perineural medication that nevertheless presents luer lok connection. The incident does not reach the patient but poses a risk of cross-connection in IV medication ports. In our center, all the material for perineural medication administration has been changed to nrfit connections to avoid intravenous cross-connection. This problem represents a violation of the safety barrier posed by this set with the risk of lethal intravenous medication administration.

Manufacturer narrative:
Investigation results: no sample or photo was provided to our quality team for investigation. Previous investigations have revealed that potential root cause for the mixed product defect is associated with inadequate line clearance on the marking machinery and failure to follow proper procedures for goods issuing. A corrective action project was opened to further investigate this defect. A quality alert was issued to the site and associates involved in batch manufacturing were re-trained to proper manufacturing practices around line clearances, goods issues, and material handling. Furthermore, a device history record review was completed for provided lot number 1041220. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.